Event description:
It was reported that after an uneventful removal from the hoop and during removal of the protective sheath, the stent dislodged. There was no resistance noted during removal of the protective sheath and the dislodged stent was not noted until initial device inspection during device preparation. There was no patient involvement and no clinically significant delay in procedure reported. Another same device was used successfully to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.